Event description:
Customer reported device = 110 mg/dl at 6:30 pm. Customer took insulin and then went into convulsions. Family member gave them a glucagon injection at 7 pm. No controls used. A request was made for return product and replacement product was sent.